Manufacturer narrative:
Welch allyn factory service confirmed the hard disk drive (hdd) failure. The hdd was replaced and software and system files were reloaded. Testing was performed and was passed. The device was returned to clinical use. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure.

Event description:
The customer reported that their acuity system froze up - waveforms and mouse were not moving. The customer rebooted the system; it rebooted successfully and her patients reconnected without issue. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.